Event description:
It was reported to bsc/target that during the procedure the fastracker-10 infusion catheter fractured, resistance was encountered prior to incident. The pt's condition was not affected by this event.